Manufacturer narrative:
Follow-up # 2 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed testing. The reported issue could not be confirmed. The test strips underwent further testing and were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch vita enhanced meter displayed inaccurately erratic results. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the meter started to read inaccurately on (B)(6) 2015, when she obtained alleged inaccurately erratic results on the subject meter of "150-190 mg/dl" within 20 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs' precision criteria. The patient manages her diabetes with insulin (self-adjuster). She reported that due to the results on the subject meter, around (B)(6) 2015, her nurse increased her humalog insulin from 20 to 24 units in the morning and from 20 to 22 units in the evening. The patient claimed that due to the increased insulin she "sometimes had hypoglycemia" with symptoms of trembling, tiredness and blurry vision which she treated with fruit pastilles, toast and jam. She reported that sometimes her blood sugar levels were as low as "50 mg/dl". She denied using any other device to check her blood glucose levels. During troubleshooting, the csr noted that the patient's test strips had been stored correctly and the test strip vial was not cracked or broken. The csr also noted that the patient had described the correct testing steps and she had taken blood samples from the same approved sample site. However, the patient did not have control solution available to test the meter and test strips. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurately erratic readings on the subject meter, increased her medication based on the results and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1.the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings:the test strips failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.